Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/ moisture) issue. The reporter alleged that the battery compartment was damaged, with evidence of moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2015 with the following findings: during investigation, the battery compartment was found to be cracked. No evidence of moisture was found in the battery compartment. The pump failed a leak test due to the cracked battery compartment. The pump cover was opened and no evidence of moisture ingress was found in the pump. Unrelated to the complaint, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.